Event description:
It was reported that the 9800 system is displaying ma low/kv low and filiment regulator fail error messages for the last two weeks. No patient injury reported.

Manufacturer narrative:
A ge service rep discussed the problem with the customer contact and customer stated they will perform the investigation. Ge follow-up with contact indicated that gen. Batteries are caving in during film shots and fluoro. Customer replaced batteries and advised that the system is working as intended. No further service required.